Event description:
The customer reported that the reservoir was empty in one day. It was stated that the pump delivered the drug sooner than was programmed. The customer went to the emergency due to diarrhea, headache, and feeling dizzy. The customer discontinues and later restarted the drug use with no adverse effects.